Event description:
It was reported that the patients right atrial (ra) lead became dislodged while trying to explant/remove the right ventricular (rv) lead. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).